Event description:
On 03/27/2008, the pt reported that the up button of her infusion device was not functioning properly and her blood glucose was elevated to 400 mg/dl. She stated that the button stopped working consistently 2.5 weeks ago. She uses the up/down buttons to bolus while the infusion device is in her pocket and she did not realize she had not received her bolus until her blood glucose elevated. Her normal blood glucose level is 180 mg/dl. She stated that she would inject insulin via syringe to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.